Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history record for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. Additional information provided indicated resistance was encountered when advancing the stent through the stricture. The instructions for use for this product caution the user that if the wire guide or stent cannot advance through the obstructed area, do not attempt to place the stent. Contraindications listed in the instructions for use include inability to advance the wire guide or stent through the obstructed area. If additional pressure was applied to the introduction system when resistance was encountered, this could have contributed to guiding catheter damage and resulted in removal difficulties. Prior to distribution, all oasis one action stent introduction systems are subjected to a visual inspection to ensure device integrity. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. Because resistance was encountered during advancement of the stent, the reported difficulties may be product handling related. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an ercp procedure with stent placement, the physician used a cook endoscopy oasis one action stent introduction system. After placing the stent, the physician experienced difficulty removing the guiding catheter of the introducer. The physician forcefully pulled the guiding catheter to remove it from the patient. The stent remained in place. Nothing had to be retrieved from the patient. The patient did not require any additional procedures due to this occurrence. There were no adverse effects to the patient due to this occurrence.